Event description:
It was reported that during a procedure, the tip of the electrocautery probe unit broke off. The tip of the unit was lost in the pt for about 10 to 15 minutes. The tip was found and retrieved causing and increase time the pt remained on the operating table. No other complications were reported. The account further stated that the unit has scratch marks caused while the tip was being removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.